Manufacturer narrative:
Device record history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of failure to capture was not confirmed. Visual inspection found blood on the helix. Further analysis performed, including output verification found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant on(B)(6) 2023. At the conclusion of the implant, the capture threshold was elevated but the lp remained implanted. On (B)(6)2023, the lp exhibited intermittent pacing with an increased threshold. Reprogramming was completed successfully. On (B)(6) 2023, the lp exhibited pacing failure and the lp was explanted without issue. A new lp was implanted successfully. There were no patient consequences.